Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04710. It was reported the pt had pain at the lead site, and was admitted to the hospital due to respiratory issues. The sjm representative had confirmed the stimulation was turned off. Follow up identified the pt was back home. The pt reported he had paralysis from the waist down during the hospital stay, but the issue had not been confirmed. It was reported the pulmonary issues had improved, but the issue was chronic for the pt. It was reported the pt's daughter could both see and feel something near the lead site which was attempting to poke through the skin. Follow up identified the pt was experiencing pain at the anchor site.